Event description:
It was reported that during a lap assisted distal gastrectomy, the cartridge pan remained in the cartridge jaw at the 4th firing when the cartridge was taken off outside the patient. The deployed staples were formed as intended. The device was used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)?-no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis results found that one device was returned with no visual non-conformances and with a reload pan found lodged inside the channel preventing additional cartridge reloading; the reload was fully fired. In addition, two ecr60b and one ecr45b reloads fully fired were received. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.